Event description:
Follow-up identified the issue was resolved with surgical intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system did not provide adequate pain relief to the desired pain pattern. Reprogramming was attempted to no avail. Diagnostic testing identified high impedance on a few contacts. Surgical intervention was undertaken wherein the physician opted to add an extension to the implanted lead in order to address the issue. In turn, the tail of the extension was cut to accommodate the space.